Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis and the reported error was confirmed and replicated. In the error logs, the 23008 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23008 error was triggered indicating a fault on axis 8. The usm was then installed onto a patient side cart fixture test platform (pftp) where the carriage of degree of freedom 9 (dof9) was found to be failing on axis 8. Once testing was completed, the instrument sterile adapter (isa) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported complaint can be attributed to a fault on the dof9 isa carriage within the usms axis 8. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arm was not deactivated as the procedure hasn¿t started by that point in time. The system was never docked to a patient, just draped. Instead, the surgeon performed both cases laparoscopically without incidents. The dv system was repaired by early afternoon and there was no patient harmed. The hospital refuses to provide patient data due to legal reasons.

Event description:
It was reported that during a da vinci-assisted gastrectomy subtotal surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding a recoverable fault on the universal surgical manipulator 4 (usm4). Before calling tse, the customer restarted the system and the error cleared but returned after a few minutes the error came back. The customer recovered the fault every time that it would return. Tse reviewed the system logs and found error 23008 pointing to a pot to encoder error on axis 8 on the usm4. Tse guided the customer to move the carriage discs manually, to check for obstacles, jammed instrument drapes or debris, but all seemed fine. Tse guided the customer to perform a hard power cycle and an emergency power off (epo), an after a restart the system came up as expected and the error cleared. Tse explained to the customer that the reported error can reoccur. Tse also explained to the surgeon how to deactivate the usm arm if the error was to return. The surgeon expressed his concerns about the intermittent issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.